Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during an unknown procedure, there were malformed clips, jammed clips. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Device was discarded.